Manufacturer narrative:
Catheter 8709sc was returned in segments, final analysis of 8709sc revealed no significant anomalies. Final analysis of catheter 8596sc revealed no significant anomalies. Final analysis of the pump revealed no significant anomalies.

Event description:
It was reported that the patient wasn't getting any drug effect even with escalating doses. The patient experienced return of pain and spasticity. An indium study was done (B)(6) 2012 and showed some evidence of an obstructed catheter. It was believed that the obstruction was somewhere in the pump/catheter connection area in the pocket. All actual refill volumes were consistent with expected volumes. The pump managing physician requested a pump replacement as the pump was 5 years old and they were going in anyway; then the patient wouldn't have to come back in 2 years for a pump replacement. The pump managing physician felt the issue was most likely the catheter as the indium study results suggested a catheter obstruction. The replacement went well and the patient had been doing very well since. The patient was receiving effective therapy following revision. The device system was delivering compounded baclofen and dilaudid.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter product ID: 8596sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).

Event description:
It was later reported that in (B)(6) 2012, a catheter was obstructed, broken or kinked and it was revised. In (B)(6) 2013 the catheter was replaced again. No additional information was reported regarding this event. If additional information is received, a follow-up report will be sent.